Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. This complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: articular surface fixed bearing item # unknown lot # 62884851. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00788.

Event description:
It was reported that a patient underwent primary total knee arthroplasty; subsequently four years later the patient was revised due to tibial loosening and suspected bearing wear. The tibial plate and bearing were revised. No additional patient consequences were reported. Attempts have been made and no further information has been provided.